Manufacturer narrative:
The device was tested using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is atherosclerotic cardiovascular disease (ascvd). No further information is available. Related manufacturer reference number: 2938836-2020-06418.